Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, as the physician was suturing, changes in the pacing waveform were noted and it was confirmed that the his bundle lead had dislodged. The lead was removed and a pin plug was inserted into the device port. No patient complications have been reported as a result of this event.